Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial#: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial#: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model#: sc-4316, lot#: 16291716, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure per patient's preference. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.